Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube and an overnight stay in the hospital. Three nodules were biopsied: located in the right upper lobe, right middle lobe, and left lower lobe. All nodules were confirmed as benign. The physician attributed the pneumothorax primarily to the peripheral location of the nodule and inherent procedural risk. According to the physician, the pneumothorax was unrelated to the ion device, and no device malfunction occurred. The patient was discharged home the morning following the procedure.

Manufacturer narrative:
There is no indication that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no products are expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation.